Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to poly wear on the liner. Head was removed and increased to 32mm liner and head.